Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. The patient experienced no symptoms. The cgm was reading "not totally low," and the patient did not recall the value at the time of the call. The blood glucose was not checked. A short time later, the estimated glucose value (egv) was 88 mgdl and the bg was not checked. The patient reportedly said she was not that low to have felt symptoms of hypoglycemia. The patient then reportedly had no symptoms at all and she remembered that she was low without looking at her cgm. The value at that time was not documented. The behavior of the display device (alerts/alarms) was not described. The patient experienced syncope. The bg was not checked and the spouse did not check the cgm display device when she passed out. The spouse gave carbohydrates when the patient regained consciousness. The cgm display device and the bg was still not checked. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No other details were documented. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.